Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels. Reportedly, customer was not inputting blood glucose levels into the pump and delivering the correct boluses needed. Customer reverted to manual injections.